Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 30-nov-2017. This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain (pelvic pain) and post procedural bleeding (after the procedure, 5 days of heavy bleeding) in a female patient who had essure (batch no. E25505) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and past medical history included 1 caesarean. On (B)(6) 2016, the patient had essure inserted. The operation led to almost unbearable pain, a mixture of contractions and painful periods. After 10 minutes for placement of essure on the right only and then for almost 10 minutes, trying to place essure on the left, but not possible (the operative report states ¿probably due to adenomyosis¿), it was decided to stop the procedure. The patient requested complete removal and was again refused. Placement of a clip under general anaesthetic on another day was offered. After the first procedure, 5 days of heavy bleeding and intense pain. She was worried and telephoned, but was told everything was normal. No post-operative visit was proposed. She was on sick leave for 1 week, but was in too much pain to resume work and leave was therefore extended by 1 week. On (B)(6) 2016, second procedure for placement of filshie clips on both 2 ovaries was done. The patient asked whether the physician was going to remove the essure on the right, which had already been placed, and he responded ¿no, I¿m going to leave it. The flesh has already formed on it and you¿ll be doubly protected on that side¿. Numerous symptoms since the procedures. The patient also commented about joint and muscle pain, at first in the hands and wrist, x-ray was ok and rheumatologist diagnosed joint fatigue related to work. She stated difficulty clenching fingers to hold objects, that was unable to open jars or a juice pack, for example, with causing pain. At the slightest pronounced movement, joint pain lasts for several hours or even several days, for example, wrist while lifting a dish or elbow on squeezing out a sponge. All her joints crack. She has no more strength. Her muscles were sore as if she had flu. It was also reported back pain in lower back, sensitivity of sciatic nerve, sleep disturbance with awakening 2 or 3 times a night including weekends and holidays, feeling of cold in the evening, tingling in hands at night, palpitations before falling asleep, cervical pain and pressure in temples upon waking, difficulty turning over and abdominal pain. Furthermore the patient complained from major fatigue, pelvic pain, feeling that someone was sticking a needle in her tummy on the right, more and more frequent and intense. Dry eyes, difficulty judging distance, bloating, flatulence, constipation, diarrhoea, swollen abdomen at end of day, like she was pregnant, hair loss and change in nature (she has to wash her hair every day), dry skin on body, itching on chest and back, small cysts in neck, not very large, but forming a small white lump, troublesome points at backs of knees as if the blood was not circulating properly, pain in fingers, feeling of heaviness in body / heaviness in body when swimming, and that was tired out very quickly. Blood tests were performed and malabsorption of iron and cholesterol were observed. In (B)(6) 2016 and in (B)(6) 2017 she experienced dental infection, which she was treated with antibiotics, however also had recurrent mouth ulcers. Procedure scheduled for (B)(6) 2017 with hysterectomy and salpingectomy. The reporter provided no causality assessment. The reporter commented: she was forced to stop all sports activities, impossible to execute dance movements fully and in synch, although she has been doing it for 3 years, feeling of not advancing. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 8665 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Follow-up information received on 30-nov-2017 - quality-safety evaluation of ptc: unable to confirm complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain (pelvic pain) and post procedural bleeding (after the procedure, 5 days of heavy bleeding) in a female patient who had essure (batch no. E25505) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and past medical history included 1 caesarean. On (B)(6) 2016, the patient had essure inserted. The operation led to almost unbearable pain, a mixture of contractions and painful periods. After 10 minutes for placement of essure on the right only and then for almost 10 minutes, trying to place essure on the left, but not possible (the operative report states "probably due to adenomyosis"), it was decided to stop the procedure. The patient requested complete removal and was again refused. Placement of a clip under general anaesthetic on another day was offered. After the first procedure, 5 days of heavy bleeding and intense pain. She was worried and telephoned, but was told everything was normal. No post-operative visit was proposed. She was on sick leave for 1 week, but was in too much pain to resume work and leave was therefore extended by 1 week. On (B)(6) 2016, second procedure for placement of filshie clips on both 2 ovaries was done. The patient asked whether the physician was going to remove the essure on the right, which had already been placed, and he responded "no, I'm going to leave it. The flesh has already formed on it and you'll be doubly protected on that side". Numerous symptoms since the procedures. The patient also commented about joint and muscle pain, at first in the hands and wrist, x-ray was ok and rheumatologist diagnosed joint fatigue related to work. She stated difficulty clenching fingers to hold objects, that was unable to open jars or a juice pack, for example, with causing pain. At the slightest pronounced movement, joint pain lasts for several hours or even several days, for example, wrist while lifting a dish or elbow on squeezing out a sponge. All her joints crack. She has no more strength. Her muscles were sore as if she had flu. It was also reported back pain in lower back, sensitivity of sciatic nerve, sleep disturbance with awakening 2 or 3 times a night including weekends and holidays, feeling of cold in the evening, tingling in hands at night, palpitations before falling asleep, cervical pain and pressure in temples upon waking, difficulty turning over and abdominal pain. Furthermore the patient complained from major fatigue, pelvic pain, feeling that someone was sticking a needle in her tummy on the right, more and more frequent and intense. Dry eyes, difficulty judging distance, bloating, flatulence, constipation, diarrhoea, swollen abdomen at end of day, like she was pregnant, hair loss and change in nature (she has to wash her hair every day), dry skin on body, itching on chest and back, small cysts in neck, not very large, but forming a small white lump, troublesome points at backs of knees as if the blood was not circulating properly, pain in fingers, feeling of heaviness in body / heaviness in body when swimming, and that was tired out very quickly. Blood tests were performed and malabsorption of iron and cholesterol were observed. In (B)(6) 2016 and in (B)(6) 2017 she experienced dental infection, which she was treated with antibiotics, however also had recurrent mouth ulcers. Procedure scheduled for (B)(6) 2017 with hysterectomy and salpingectomy. The reporter provided no causality assessment. The reporter commented: she was forced to stop all sports activities, impossible to execute dance movements fully and in synch, although she has been doing it for 3 years, feeling of not advancing. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 24-aug-2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 3567 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.